Event description:
It was reported that the user received a brief sensor issue alert while using a dexcom g7 continuous glucose monitor (cgm) with the ilet system, consistent with intermittent signal loss between the continuous glucose monitor and the pump. No adverse clinical symptoms reported. Outcomes included no impact requiring medical attention or hospitalization. User support included customer support troubleshooting and education, which directed the user to wait for the automatic resolution window after which the sensor entered warmup. Investigation of this case revealed a temporary communication interruption that resolved with standard re-pairing, consistent with transient connectivity behavior; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity factors inherent to sensor-pump pairing that resolve with standard steps.